Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. The patient's implantable cardioverter defibrillator was reprogrammed. The patient was stable throughout.